Manufacturer narrative:
There was no death associated with the inappropriate defibrillation events. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front response button was non-functional. The cause for the defective response button switch was a defective response button switch. The root cause of the defective response button switch could not be positively identified. Device manufacture date: monitor sn: (B)(4)-02/15/2016, belt sn: (B)(4)-11/16/2016. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4). The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
The patient experienced an appropriate defibrillation event. The rhythm at the time of the treatment was sinus tachycardia at 110 bpm. The post-shock rhythm was sinus tachycardia at 115 bpm. The patient reported pressing the response buttons, but the device did not respond. Following the treatment event, the patient fell from a stationary bike injuring his ankle. The patient reported seeing a doctor and was put in a brace. Follow up was completed and the ankle injury was starting to heal. Upon investigation, the front response button was non-functional.